Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts baseplate size 6, cat# 5521-b-600; lot# mzlu; tri cemented stem 12mmx50mm; cat# 5560-s-112, lot# 0039523e; triathlon ps fem comp #7l-cem; cat# 5515f701; lot# ate4h; triathlon asymmetric x3 patella, cat# 5551-g-381, lot# 6r09; sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot# rdba235t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on patient's knee due to infection.

Manufacturer narrative:
Additional information: date of implant. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the reported lot or sterile lot referenced. The event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, operative reports, pathology reports including the strain of infection identified, as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a stage 1 revision was performed on patient's knee due to infection.